Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ischemic left ventricular tachycardia with a smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Retrograde aorta and transseptal approaches were used to access the left side. Halfway through the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram (ice). Heparin was reversed. Pericardiocentesis was performed. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
On 9/7/2017, biosense webster received additional information regarding this complaint: the injury was noticed during the ablation phase of the procedure. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Patient factors that may have contributed to the adverse event include the patient¿s history of ischemic ventricular tachycardia. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated. Irrigated catheter flow was set on 2 ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value or catheter proximity. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic left ventricular tachycardia with a smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Retrograde aorta and transseptal approaches were used to access the left side. Halfway through the procedure, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram (ice). Heparin was reversed. Pericardiocentesis was in progress at the time of complaint report. There is no information regarding extended hospitalization or patient outcome. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. It was noted that the physician does not believe that a bwi product was responsible for the injury. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).